Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) in which all the components were removed and replaced. Upon explant, fluid loss from an unknown source was noted as the balloon was empty. There were no patient complications related to the event.